Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro reciprocating saw was sent in for evaluation due to overheating during a procedure. The procedure was completed with the same device, no procedure delay was reported. No adverse event was associated with the device.